Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak testing as the device could not maintain pressure within the sheath and a leak was seen from the hemostatic valve. Inspection of the hemostatic valves found the external valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. No issues were noted during preparation of the sheath. While inserting the farawave catheter into the sheath and during aspiration and flushing of the sheath, the physician saw air bubbles in the flush port on the faradrive sheath and proceeded to flush as normally. However, after multiple attempts, air ingress would not evacuate. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. No issues were noted during preparation of the sheath. While inserting the farawave catheter into the sheath and during aspiration and flushing of the sheath, the physician saw air bubbles in the flush port on the faradrive sheath and proceeded to flush as normally. However, after multiple attempts, air ingress would not evacuate. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.